Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable does not charge the pump. The customer's blood glucose level ranged from 90-108 mg/dl. Reportedly the customer was able to charge the pump with an alternate usb cable.